Event description:
Customer reportedly obtained results of 86mg/dl, 85mg/dl, 26mg/dl, 49mg/dl, 105mg/dl, and 85mg/dl on the same device within approximately 10 minutes. Customer was unsure of exact timeframe, however, info reported suggests it was within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.